Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device, but rather would be transport related.

Event description:
During surgery, the lag screw would not connect with the screwdriver. Another lag screw was available to complete the procedure. This event did not cause an adverse consequence to the pt or surgical delay.